Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during skin graft harvesting, the device blade skipped or did not cut consistently, resulting in a poor-quality graft and necessitating additional donor skin harvesting to achieve wound coverage. The user stated the device had been used routinely without prior issues; during this procedure the blade intermittently failed to cut, preventing a clean graft from being raised. The blade and skin were reportedly lubricated, constant even pressure was applied, and the device was used at the recommended angle. Due diligence is in progress and no further information has been provided.